Event description:
The pt underwent a sling proceduer in 2005. A small mesh exposure was noted in 2006. The physician performed irrigation and freshening of the edges of he 1mm tract and closed the mesh exposure with an absorbable suture.